Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the atrial capture threshold was continuously rising. Atrial lead dislodgement was confirmed under fluoroscopy. The lead was explanted and replaced. There were no patient consequences.